Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). A visual examination of the returned complaint device revealed that only the distal section of the device was returned and the rest of the device was not returned. It was noted that the black sleeve was accordioned. The catheter has signs indicating that it was cut. Functional analysis could not be performed due to the condition of the device. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal balloon dilation procedure performed on (B)(6) 2019. According to the complainant, after the dilatation was performed, the device was attempted to be removed; however, the balloon got stuck inside the scope. The device was removed by cutting the balloon portion outside the scope the procedure was completed at this time. There were no patient complications reported as a result of this event. Investigation results showed that the exit marker was bunched up; therefore, this is now an MDR reportable event.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal balloon dilation procedure performed on (B)(6) 2019. According to the complainant, after the dilatation was performed, the device was attempted to be removed; however, the balloon got stuck inside the scope. The device was removed by cutting the balloon portion outside the scope the procedure was completed at this time. There were no patient complications reported as a result of this event. Investigation results showed that the exit marker was bunched up; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 2976 captures the reportable investigation result of exit marker bunched up. Block h10: investigation results: a visual examination of the returned complaint device revealed that only the distal section of the device was returned and the rest of the device was not returned. It was noted that the black sleeve was accordioned. The catheter has signs indicating that it was cut. Functional analysis could not be performed due to the condition of the device. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.